Event description:
During administration of a local 1% xylocaine with a 30ga. Hypo, for a right adductor canal nerve block, the anesthesiologist noticed it was leaking from the hub. When he pulled it out to tighten it, the metal portion stayed in the tissue, dislodging from the hub. He was able to retrieve the intact metal portion with difficulty and no harm to the patient.